Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a meeting with the patient for reprogramming of his scs system, the company representative was unable to provide adequate stimulation therapy coverage of the patient's pain pattern. Surgical intervention may be necessary to address the issue.

Event description:
It was reported during follow up the patient underwent an ipg replacement due to shocking at the ipg site. During the procedure it was noted the patients lead displayed high impedance, ineffective stimulation continues(reference MFR. Report #1627487-2018-13083) . Surgical intervention may be planned to address the issue.

Event description:
It was reported during follow up the patient underwent surgical intervention during which the patients lead was explanted and replaced. Surgical intervention addressed the issue.